Event description:
It was reported that during the original implant procedure of the sling device, the surgeon noticed that the mesh had torn. The broken sling was removed, and a new one was placed with no patient complications.